Event description:
The product complaint report shows the customer alleged the audio alarm on the 7200 ventilator failed to activate while on a pt. There was no pt harm or injury. The customer replaced the alarm assembly. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.